Event description:
The customer reported that the system displayed an intermittent communication errors, which prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.